Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV winged catheter tube during use. The following information was provided by the initial reporter, translated from chinese to english: "at 3:30 pm on (B)(6) 2020, the catheter tube was found to be punctured by the needle during the intravenous puncture examination of the patient. The disposable intravenous indwelling needle was immediately replaced without any adverse effect on the patient"